Event description:
A healthcare worker (hcw) reported she was rinsing instruments after they were soaked. She was putting the basket back into the tub, when the cidex plus splashed into both of her eyes. She stated that she felt symptoms immediately after exposure, symptoms included eye pain, burning, and dryness. She removed her contact lenses and flushed her eyes for 15 minutes. She called her physicians office and was instructed by the triage nurse to continue to rinse her eyes. The hcw's opthalmologist examined her eye and prescribed tobramycin and told to use artificial tears between tobramycin use. The healthcare workder was not using eye protection at the time of the event.